Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyg5. Hardware: sm-s911u. Cgm sensor type: g6.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels declined to an unknown level while wearing the pod between 4 and 24 hours. Symptoms reported include shaking, incoherent and unresponsive (was awake just was not talking). The patient was treated with glucose through an IV (intravenous). The patient did not want to go the hospital. The pod was worn when seeking medical attention but was discarded. It was also reported that they had missing sensor values but found out the issue was able to be resolved by putting in the transmitter serial number.